Event description:
It was reported that a vns therapy pt's generator "slipped downward into the breast tissue", and that the "area around the vns unit is tender to touch." Additionally, it was reported that it was difficult to interrogate the device because of suspected generator migration. It was reported that surgical intervention will be taken, however, it is unk whether it will be full revision or just placement of the generator. Good faith attempts are being made to obtain additional info.